Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that at an unspecified point intra-procedure, the whisper guidewire became entrapped with a previously implanted saphenous vein graft stent and entangled with a filter wire. All was removed with resistance. Once outside the patients anatomy, it was noted that the whisper guidewire tip had separated, requiring snare for removal. Reportedly, snare was successful and another stent was implanted without issue. The event required prolonged hospitalization. There was no additional information provided.